Event description:
It was reported that the procedure was cancelled. A comet ii was used for coronary angiography. During the procedure, it was noted that the device had no wave pattern. The procedure was cancelled due to this event. There were no patient complications, and the condition of the patient following procedure was stable. It was further reported that the procedure was completed and the patient was sedated with local anesthesia.

Manufacturer narrative:
E1: initial reporter zip/post code updated. A4: weight: 60.5. (B)(6).

Manufacturer narrative:
A4: weight: 60.5kg. E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. The shroud of the occ cable was connected to the bench top testing equipment. The coefficient values were confirmed to be programmed. Inspection of the device revealed that the body was kinked at 172cm from distal to proximal, additionally the tip was found bent. The shroud of the occ cable was connected to the ffr link to verify the signal strength. There were no issues in connecting to the ffr link. The signal was present and the signal strength and the zeroed led lights showed green, as designed. The green led lights indicated the wire was working properly. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed, as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire. The shroud of the occ cable was connected to the bench top testing equipment. The modulation was checked and was 12.2 percent. The wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Additionally, during the product analysis, it was observed the body kinked and tip bent. These issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, following a review of the reported event details, available information, and product record review, the cause code assigned is adverse event related to procedure.

Event description:
It was reported that the procedure was cancelled. A comet ii was used for coronary angiography. During the procedure, it was noted that the device had no wave pattern. The procedure was cancelled due to this event. There were no patient complications, and the condition of the patient following procedure was stable. It was further reported that the procedure was completed and the patient was sedated with local anesthesia.

Manufacturer narrative:
A4: weight: 60.5. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A comet ii was used for coronary angiography. During the procedure, it was noted that the device had no wave pattern. The procedure was cancelled due to this event. There were no patient complications, and the condition of the patient following procedure was stable.